Event description:
Cs29 closed to 1.5mm, firing was unsuccessful. Lcd read "incomplete firing sequence" and "no staples". No firing took place and the dlu cartridge was removed. A new 29mm dlu was attached and opened to remove anvil. Trocar on dlu could close, after removal of anvil. Lcd read 37.5mm and displayed no error message. Dlu was frozen. Anvil from first dlu was removed from pt and case was completed with another.